Event description:
The consumer was situated in their apartment when the back of the wheelchair allegedly broke, causing the consumer to fall backwards and remain strapped in the chair until the following morning when they were found by their caregiver. The consumer was allegedly found in a barely conscious state. The consumer allegedly remained in a coma for several days and was pronounced dead 12 days later.